Event description:
It was reported that after a visual inspection, the guide meter showed signs of melting on the front and backside of the device, including the battery compartment.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.